Event description:
Ventilator went vent inop, in which the device stopped providing ventilatory support to the patient, and alarmed. The customer reported the event occurred during a lightning storm in the area, and the hospital was experiencing power surges. The ventilator was in use at the time of the reported problem, and there was no patient harm.